Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted to open sigmoid colectomy procedure, the ancillary obturator was attached to the anvil and would not initially detach from the anvil. There were finally able to get the green ancillary obturator removed. The same device was used to complete the procedure. There were no adverse consequences for the patient.